Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and indicated that the application was not booting up and the system restart did not resolve the issue. Analysis of the log file does not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the issue was with the software application. Fse reloaded the software application and configured the system. However, the issue reoccurred . Host pc was replaced. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot. There was no reported patient or user harm. Philips has started an investigation of this complaint.